Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the hospital technologist severely kinked a ruby coil pusher assembly while removing the coil from the dispenser hoop. The ruby coil pusher assembly became kinked prior to use and therefore, was not used in the procedure. The procedure was completed using a new ruby coil.